Event description:
A surgeon was scrubbing for a surgical case. He proceeded to dry his hands, put the gown on, and then he puts the surgical gloves on. Upon placing his hands into the gloves, something sharp, poked his skin. It did not break the skin. He removed the gloves.